Event description:
Follow up with the physician's office found that they had no information related to the patient's medical history of sleep apnea and stroke. No other information was provided.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has a past medical history of sleep apnea and strokes/cva. It was noted that the patient is on CPAP. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.